Manufacturer narrative:
(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture for the left side. Device has been explanted.

Event description:
Healthcare provider reported rupture for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified an extended opening on the radius side, brown particles on the shell, and device as underweight. A visual and microscopic analysis were performed which identified a sharp crease opening on the radius side, a smooth break on the anterior, posterior, and radius sides, missing shell, stress marks, fold creases, wear abrasion and an observed 40-mm dark patch edge material inside the device. Based on the device analysis, the final assessment is a smooth break on the posterior, radius, and anterior sides assessed as a smooth opening, a sharp crease opening on the radius side assessed as a fold flaw opening, and missing shell assessed as inconclusive.